Event description:
Healthcare professional reported a right side exchange due to patient¿s concerns with the product, calcification, and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Calcification: observed in the device. Additional observations: wear abrasion is observed. Creases are observed. One opening in posterior side assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.